Event description:
On 04-sep-2009, a customer reported that two months prior, his blood glucose meter would not turn on when the button as pressed and when the test strip was inserted into the port. The customer additionally reported he lost consciousness, had a seizure and hit his head on the floor the following month (customer could not remember the actual date). The paramedics were called and the customer was reportedly treated with three shots of glucagon, and then transported to a hospital. The customer reported he was diagnosed with severe hypoglycemia and treated with an intravenous medication (unk). Although the customer also reported that "his blood sugar would not go under 400 mg/dl", it is unk if the reading was related to the medical event. Several attempts to contact the customer was made, but the customer could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.